Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that during priming with a theranova 400, an external fluid leak was observed at the connect port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to d9, h3, h6 and h10. The actual device was not available; however, a photograph of the sample was provided for evaluation. The provided photo does not show the reported failure, it shows only the wet product with the product label. Therefore, no detailed investigation can be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.